Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A hakim valve was implanted on (B)(6) 2024 with a pressure of 130 mmh2o. On (B)(6) 2024 the valve was reprogrammed to 160 mmh2o. Eighteen days after implantation, the patient presented with headache, nausea and vomiting, therefore, medical staff wanted to adjust the valve at a new pressure of 200 mmh2o, but they could not perform the adjustment even with many attempts. So they decided to explant the valve thinking that it was blocked. A new hakim valve was implanted (setting 140) and the patient recovered.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot 7319342, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; tear mark on the needle chamber was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause - at the time of investigation, no programming or occlusion issues were noted. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a